Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), blood was found in the catheter. The iab and cardiosave iabp were replaced and therapy was provided. There was no reported injury to the patient. This report is for the iab involved in this event. A separate report for the cardiosave intra-aortic balloon pump (iabp) was submitted under mfg number 2249723-2023-01906.

Manufacturer narrative:
Additional initial reporter: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted complaint record ID # (B)(4).